Event description:
It was reported to medtronic neurosurgery that after the surgeon implanted the valve no csf was observed coming out of the distal catheter. It was also reported that there were no pt injuries or symptoms related to the alleged event.

Manufacturer narrative:
The valve was patent. Proteinaceous debris was observed in the interior of the valve. It met the requirements for reflux, leakage and preimplantation tests. It also met all of the requirements for pressure-flow tests. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.